Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric resection, the staple line appeared completely open and did not form properly, none of the staple was fixed to the tissue. To resolve the issue, the surgeon re-do new section over the gastric sleeve with a new reload and since the handle worked with the other reload without any problem and at the end of the surgery handle was discarded.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and a photographic evaluation of five photographs devices and excised tissue. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. Staple pushers were flush with the cartridge. Malformed staples were left over on the cartridge. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. Test media was transected. Staple strike marks were observed within the anvil pockets. A visual inspection of the returned photos noted that the malformed staples can be seen in the tissue. Malformed staples can also be seen on the cartridge of the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of knife damage that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the deformed clamping mechanism and partially flushed staple pushers may occur if: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of five photographs of a device's reload and excised tissue. A visual inspection of the returned photos noted that the malformed staples can be seen in the tissue. Malformed staples can also be seen on the cartridge of the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric resection, the staple line appeared completely open because none of the staple was fixed or deployed to the tissue and the device was able to cut the tissue. To resolve the issue, the surgeon re-do new section over the gastric sleeve with a new reload and since the handle worked with the other reload without any problem and at the end of the surgery handle was discarded.